Manufacturer narrative:
User reported differences between sg and bg readings. Escalation analysis indicated that there were no concerns with the health of the sensor. There were some instaces in which the sg values did not reach the bg values entered by the user as the glucose was either increasing or decreasing rapidly. Customer care recommended that the user re-link their sensor to clear calibration history and any possible calibration misalignment. Further follow up or investigation was not possible as the user remained unresponsive to multiple communication attempts.

Event description:
On (B)(6) 2026, senseonics was made aware of an incident where user experienced sensor inaccuracy. No injury or medical intervention was reported.